Manufacturer narrative:
The incident device has not been returned for evaluation. Additional information has been requested. If the device is returned, or if additional pertinent information is received a follow-up report will be submitted. See attached memorandum for additional information.

Event description:
The report stated that three hours after a diverticulectomy, the patient suffered bleeding in the peritoneum at the mesenteric artery. The vessel had been sealed with the ligasure handpiece, and no problems were detected during the operation by the surgeon.